Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported, it was a case of an implant of 26-mm edwards sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. Rapid pacing was performed via safari wire. The valve was deployed but loss of capture prior to full balloon inflation causing the valve to embolized upwards. Valve was initially mobile in the ascending aorta. Balloon was repositioned and inflated within the valve. The valve was retracted to the descending aorta using traction on the delivery system. Once in the final position, the valve was post-dilated to achieve optimal position. A second 26-mm edwards sapien 3 ultra valve was implanted successfully. The patient was stable at the end of the procedure.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed as no imagery/medical record was provided for evaluation. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. As reported, ''rapid pacing was performed via safari wire, it was checked and captured with relatively high voltage (15 v) prior to deployment. The valve was deployed but loss of capture prior to full balloon inflation caused that the valve embolized upwards''. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. During procedure, rapid pacing is performed to provide transient reduced cardiac output to facilitate balloon stability during valve deployment. Per the training manual, loss of capture during rapid pacing can cause sudden delivery system movement during deployment. In this case, the loss of pacing capture disrupted the balloon stability during post deployment, which led to the thv embolized toward aorta as reported. As such, available information suggests that procedural factors (loss of pacing capture) may have contributed to the reported event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.